Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) atrial connector was damaged. It was noted in the analysis that the epg failed the incoming functional test for "backlight on/off difference"; the backlight issue was attributed to the connector on the main printed circuit board (pcb). Additionally, the hanger assembly was broken, the upper and the lower case were scratched and dented, and the keypad was scratched. The epg was returned unrepaired due to the expiration of its service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) atrial connector was damaged. The epg was returned for evaluation and subs equently tested out of specification during the manufacturer's analysis. There was no patient involvement.